Manufacturer narrative:
(B)(4). Photo analysis: a picture was returned for evaluation. As per the visual inspection of a picture a labeled winding former and a dispensed needle/suture of product code v4420 could be observed, the needle still was attached to strand, no needle pull off was observed in the picture, however; the end of the suture was noted with damaged (stress). As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, sutures snapped when wet in soft tissue and when used to tie knots. There were no patient consequences reported. Additional information was requested.